Event description:
The cylinders and pump were removed from the pt and replaced due to erosion and fluid loss. Left cylinder tubing junction leak. Right cylinder completely torn resulting in fluid loss.